Manufacturer narrative:
The reported event of programmed changes not reflecting in the session record was confirmed. Based on the information provided, the cause of the event was due to a navigation event in archive data mode, which is part of the merlin programmer software. The device was performing as specified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the programming of the implanted device, it was noted that the programming settings were incorrect. No known intervention has been performed. The patient was stable and will continue to be monitored.